Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll canada an d passed full functional testing. The customer indicated the AED plus was attached to a patient who was breathing and awake. According to the AED plus administrator's guide, the indications for use state that the AED should be used when a suspected cardiac arrest victim exhibits an apparent lack of circulation, indicated by: unconsciousness, absence of normal breathing, absence of a pulse, or signs of circulation. The contraindications for use state that the AED should not be used if the victim: is conscious, is breathing, has a detectable pulse or other signs of circulation. If the device is used against these contraindications, patient movement can result in an inappropriate shock recommendation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while monitoring a conscious patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.